Event description:
It was reported that during use of the foresight sensor the total hemoglobin was off by more than 1 g. There was no allegation of patient injury.

Manufacturer narrative:
Additional FDA product codes include: dsb, plethysmograph, impedance. Dxn, system, measurement, blood-pressure, non-invasive. Fll, continuous measurement thermometer. Mud, oximeter, tissue saturation. Qaq, adjunctive predictive cardiovascular indicator. Qem, cerebral oximeter. Qms, adjunctive open loop fluid therapy recommender. Qnl, medium-term adjunctive predictive cardiovascular indicator. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Per review of the images provided by the customer, it's confirmed image 1 shows hemosphere alta monitor displaying foresight thb as 6.8g/dl and image 2 shows arterial blood gas results with hb cpb as 8.5g/dl. The device was not returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was unable to be completed as the lot number was not provided.